Manufacturer narrative:
(B)(4). Evaluation summary: for applying excessive force (rapidly torqued back and forth) on advancement. The device was returned for analysis. The reported guide wire separation was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported the patient anatomy was heavily calcified and that the guide wire was rapidly torqued back and forth, which likely contributed to the reported difficulties. It should be noted the warnings section of the hi-torque winn instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the winn guide was advanced approximately halfway through the heavily calcified target lesion in the chronic total occlusion in the right, mid superficial femoral artery, when the guide wire got caught in the tough calcium. The wire was rapidly torqued back and forth and the tip of the wire separated in the calcification. The rest of the wire was easily removed from the patient after the tip separated. A non-abbott guide wire was advanced, but was also unable to cross the lesion. The patient will be scheduled for a femoral-popliteal bypass surgery. There was no additional information provided.